Event description:
It was reported that the patient's blood glucose level was around 18 mmol/l in the morning, around 8:00am. The patient changed the infusion set and programmed a bolus to treat the elevated blood glucose level. At 4:00pm, the patient's blood glucose level was 31 mmol/l and the patient again changed the infusion set. The patient's mother alleges that the infusion device was delivering too low an amount of insulin for the basal delivery. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.